Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. The field service engineer(fse) conducted the device evaluation. The error found was low oxygen pressure and high oxygen concentration. The engineer opened the chassis to find the oxygen valve damaged. The oxygen regulator was replaced and unit is in service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the o2 regulator leak. The device was in use, but no patient harm was reported.